Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was using the device updater to update the pump and the pump screen froze with a message stating "booting application stack failure" on the screen. The pump screen could not be cleared and the customer was unable to continue the update process. The customer did not test blood glucose (bg) levels at the time of the call; however, there was no reported impact to the customer's bg level. It was confirmed that the customer had a backup method of insulin delivery available.